Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day after the implant, the right atrial (ra) lead exhibited decreased p-wave amplitudes and occasional undersensing. The ra lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.